Event description:
Followup with the hosp indicated that retrieval of the balloon was attempted; however, was not successful. The condition of the vessel was highly calcified. Risk management stated that the pt's bowel system had shut down, critically ill and expired in 2006. Risk mgmt stated that the balloon rupture was clearly unrelated to the pt's expiration and is not attributing pt's expiration to the device.

Manufacturer narrative:
H6. Followup with the physician indicated that resistance was attributed to extensive ulcerated plaque which was highly calcified. Directions for use for the edwards model 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.